Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a latent infection at both sites due to a poor diet which was believed as a protein deficiency in the diet that had not allowed the patient to heal. The symptoms included redness, drainage, and swelling. The patient was prescribed oral antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.